Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical dept with a note that stated, "broken." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device overheated and alarmed s233 malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device had multiple s233 (overtemperature-psc) malfunction alarm codes in the device history. Further testing found that the fan was not turning as expected and was making noise. The fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. The probable cause was a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.